Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) checked the remote support service and found station was scheduled to reboot and the logs were indicated station updates to process, then, the station rebooted. While onsite the fse checked cabling in top cover, then reseated the hard drive cable, power cables and drawer cables, then rebooted station 2 times with no issues occurring. After that the fse successfully tested station in the application. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es went offline on remote support service and had black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.